Event description:
The core impaction drill was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
During the visual examination, the device was found to have worn and corroded components.